Event description:
Nurse entered room to complete bedside report; mom stated that tubing was disconnected from patient. Spontaneous disconnect of tubing and IV tubing was dangling. Tubing and fluid were removed and new IV fluid and tubing strung. Physicians were notified that medication infusion became disconnected.